Event description:
Leakage past the plunger rod customer letter received by post with samples, letter from 11 april, received on 22nd of april: "hereby I am sending you the syringes with the leakage past the plunger rod and the cannulas we attach to them. We inject prilocain 0,5 %, subcutaneously. The fluid goes past the plunger and leaks at the back of the syringe, it´s a great deal of fluid. If we work without gloves, which is not necessary at the point of the treatment when we use the product, we get fluid mixed with blood on our hands. Considering the amount of syringes we use, I calculate that the issue appears by 0,25 % - 0,5 % of the syringes. If you are aware of this issue and know this is production related, you can close the case. I am not trying to get anything from you, I just want to make you aware of the issue. I have cleaned the used syringes and put them in the original packaging from the lot they belong to. I have known of this issue for at least two year, but I don´t remember it happening this often. I hope I have been of some help" when did the incident occur? During use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot numbers 2306168 and 2307202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) samples were returned for evaluation by our quality team. The samples were examined and leakage was observed when filling the syringes. It has been determined that the leakage resulted from damage in the plunger component. Although an exact cause could not be specified, this type of damage may result during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.